Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Mentor could not confirm that the reported lot number belongs to a mentor product. Multiple attempts were made to get clarification about the lot number, however no further information is available and the mre could not be performed. If clarification is received in the future, the mre will be completed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 300cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was diagnosed during an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.